Manufacturer narrative:
Concomitant medical products: product ID: 389233, lot#: j0316048v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling like their stimulation was ¿shorting¿ and they were no longer feeling stimulation. The patient denied any factors leading up to this. Impedances were checked, but no other tests were performed. The quad lead had impedance readings of greater than 10,000 ohms on contacts 4 through 7. The patient was programmed around the 4 through 7 electrodes. It was asked but was unknown if the issue was resolved and though no surgical intervention occurred, it was asked and also unknown if surgical intervention was planned. The event began in (B)(6) of 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 389233, lot# j0316048v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that by programming around the 4-7 lead, the stimulation "shorting" and the issue of the patient no longer feeling stimulation was resolved. However, it was reported that the patient was only receiving stimulation on their right side instead of their right and left sides. The rep stated that they were not aware of any plans for a revision at this time. The patient wanted to wait and see how it felt after the programming adjustments. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.